Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally information received indicated the event outcome was considered resolved approximately two weeks following onset. No further information could be obtained.

Manufacturer narrative:
Corrected data: this report was filed to correct the aware date of the previously submitted supplemental #1 regulatory report. G3 should have reflected 2024-apr-04 rather than 2024-apr-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, the patient had a cerebral infarction. Prior to surgery, the patient was intubated at the referring hospital and was transferred to another hospital for close examination and treatment. The team decided to perform a transcatheter aortic valve replacement (tavr) valve-in-valve (viv) in accordance with the high risk of the surgery. Tavr was completed without significant change, but there was a delay in recovery of consciousness and decreased movement of the left upper limb even after sedation was completed the next day. A computed tomography (CT) magnetic resonance imaging (MRI) of the head revealed a lesion of cerebral infarction in the right basal ganglia and corona radiata, left cerebral hemisphere, and bilateral cerebellar hemispheres, and a diagnosis of cerebral infarct disease was made. Subsequently, heart failure management and cerebral infarction treatment were performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.